Event description:
Distraction of the tibia implant stopped. Pulses on the control set were initiated, but the audible response was absent. Radiologically the incomplete distraction was confirmed. According to the patient´s wishes, the femoral implant is lengthened to 6 cm instead of 4 cm to compensate the undercorrection of the tibia.

Manufacturer narrative:
The internal investigation was performed. The optical and functional evaluation was done and showed a damage at the bipolar feed line which can be caused by removal. The repeated acceptance tests prove the function of the nail. After that the analysis of motor, gear, and lead screw were performed. The gear looks perfect, no sign for corrosion and thus no broke in water. Finally an analysis of end peace (leakproofness) was performed, which showed, that it is not leakproof. After these investigations, the root cause can´t be found.